Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The customer reported an issue of the device was not functioning, per service manual operational and diagnostic verified this problem, therefore this complaint can be confirmed. Unit was displaying error code 200 ref 87. This was due to loose cpu board. The cpu board was reseated on the rf board as identified in the investigation to address the issue. Scratched top plate, base plate and fascia were replaced. Due to replacement of the fascia the device had to under go re-skin has per the service manual; the fascia badge, graphic panel lhs, graphic panel rhs, and membrane panel were replaced. The unit passed all functional tests and is fully operational. The loose cpu board is identified as the root cause of the reported issue. User mishandling is the possible root cause for the scratches observed on top plate, base plate and fascia. The potential cause for this issue is not related to manufacturing as the device is over seven years old, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that two of the vapr vue generators do not function and would like them replaced. Issue found prior to an unknown procedure.